Event description:
It was reported that during a vats resection procedure, the surgeon deployed clip by squeezing clip applier device, clip tore through a small vessel branching from the pulmonary vein. Tips of clip applier aligned properly, and did not scissor. Surgeon went to deploy a second clip to approximate 2 ends of a 4-0 prolene suture and it cut through the suture. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device will not be returned, it has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.